Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 20 x 4.00 promus premier drug-eluting stent was advanced through a guideliner but failed to be advanced further than colored part of the guideliner. The physician pushed and pulled the device several times but still could not deliver it. When the device was removed outside the patient's body, it was noted that the distal end of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.